Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? It completed. If yes: did the device deliver any staples? Yes, if yes, were the staples formed properly? Yes, if yes, was the staple line complete? Yes, did the device cut? Yes, if yes, was the cut line complete? Yes, if yes, was there any issue with the cut line? No was there any difficulty opening the device jaws? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy for colon cancer, after firing to the colon, the knife that moved through to the tip and returned was operated intermittently even though they were not touching the firing trigger. There was no problem with the staple line, but it was replaced with a new one just to be safe, and an additional resection was performed. The cartridge color was gold. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent 2/17/2026. D4 batch #a98k94. Corrected data d4: UDI#. Investigation summary . The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired with some b-form staples on the reload deck. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number a98k94, and no non-conformances were identified.